Event description:
During an attempt to advance and deploy a coronary stent with delivery system to the target lesion site in the patient's right coronary artery, the stent became dislodged from the balloon catheter, subsequently embolizing to an unknown location in the patient's body. There were no clinical sequelae reported relative to this event.